Manufacturer narrative:
Section d information references the main component of the system. Other relevant device previously reported as the main component of the system: product ID: evproplus-26us, serial #: (B)(6) ubd: 2022-04-12, UDI#: (B)(4). Updated data: b5. Additional information was received that after the valve was fully deployed, as the delivery catheter system (dcs) was withdrawn, the nosecone of the dcs caught the inflow portion of the valve frame and caused the valve to dislodge. It was noted the patient anatomy was tortuous with aortic and annular calcification. No additional adverse patient effects were reported. D. Suspect medical device - was initially reported to be the valve alone; however, the additional information changed the context of the event to report the delivery catheter system as the main component of the system which caused the valve to dislodge. The valve was reassigned as the associated product. D.1. - brand name d.4. - model/expiration date/lot number/UDI h.6. - added device code and eval code method h.4. - device mfg date product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was discarded by the customer, and as such no analysis could be performed. The valve remains implanted. No procedural images were provided for review. The reported event indicates that, after the valve was implanted, the tip of the dcs caught on the inflow portion of the valve during removal causing it to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro+ instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. It was noted the patient anatomy was tortuous with aortic and annular calcification. A device history review (DHR) is not required for the dcs as the product event does not indicate a potential manufacturing issue. A device history review (DHR) is not required for the valve as the product event does not indicate a potential manufacturing issue. This event does not allege a device malfunction occurred, and does not indicate device misuse or malfunction. Updated h.6 - eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.